Event description:
Spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), fatigue ("fatigue") and headache ("headache"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal distension ("bloating"), alopecia ("hair loss"), tooth disorder ("deterioration of teeth") and peripheral swelling ("swelling of limb"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower, abdominal distension, fatigue, headache, tooth disorder and peripheral swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, fatigue, genital haemorrhage, headache, peripheral swelling and tooth disorder to be related to essure. The reporter commented: an disability and intervention was mentioned but not specified and/or assigned to one of the events . An injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding/bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), fatigue ("fatigue") and headache ("headache"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal distension ("bloating"), alopecia ("hair loss"), tooth disorder ("deterioration of teeth") and peripheral swelling ("swelling of limb"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower, abdominal distension, fatigue, headache, tooth disorder and peripheral swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, fatigue, genital haemorrhage, headache, peripheral swelling and tooth disorder to be related to essure. The reporter commented: an disability and intervention was mentioned but not specified and/or assigned to one of the events an injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.